Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support. No additional information was provided.